Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes and the ECG "a" and "b" cable were pulled from the strain relief, damaging wires in the cables. There is no indication that the damaged cables caused or contributed to the patient's passing as the device was able to capture the patient's ECG until the electrode belt disconnection. The patient's wife reported the belt had been chewed by her dogs after the event. The root cause for the strained cable was excessive force. Device manufacture date: monitor 08/23/2019; belt 07/31/2019.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest on (B)(6) 2021. It was reported that the patient's wife and ems performed resuscitation efforts on the patient. Review of the download data indicates the patient received one inappropriate treatment in response to oversensing of low amplitude cardiac signal and CPR/motion artifact. Per the continuous ECG recording, the patient was in severe bradycardia at 10 bpm with CPR/motion artifact at 18:25:44 on (B)(6) 2021. The patient received the inappropriate treatment at 18:26:55. The patient's rhythm at the time of treatment was severe bradycardia at 10 bpm with CPR/motion artifact and the patient's post-shock rhythm was asystole with CPR/motion artifact. The response buttons were not pressed during the event. It was reported that ems removed the electrode belt when they arrived. The electrode belt was disconnected at 18:43:57 on (B)(6) 2021. The patient's wife reported the device was left in the yard for a few days following the event and that her dogs had chewed on the electrode belt.